Event description:
It was reported that the device was seized. At the time of event, there was no patient impact.

Manufacturer narrative:
H3: product analysis: evaluation determined that the reported allegation of device seized is confirmed. The likely cause of failure is due to seized distal bearing. It was also noted that it was not possible to insert bur, tube is corroded, laser markings and color band are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.